Event description:
Same case as MDR ID: 2134265-2014-03115, 2134265-2014-03116, and 2134265-2014-03114. It was reported that stent damage occurred. The 85% stenosed target lesion was located in the highly diffused, severely calcified and severely tortuous right coronary artery (rca) with several extremely acute angles. The physician first used a 1.2 x 12mm emerge push balloon catheter to predilate the proximal to mid rca, then used a 1.50mm x 12mm emerge¿ push balloon catheter, but it ruptured upon second inflation at nominal atmospheres. A 2.0 x 12mm nc quantum apex and a 2.5 x 15mm nc quantum apex balloon catheters were then used to predilate the lesion. 3.0 x 24 promus premier¿, 3.5 x 24 promus premier¿, and 3.0 x 20 promus premier¿ stent delivery systems were selected to treat the lesion but all three failed to cross the lesion and resulted in a noticeable flare in the distal part of the stents. Then a 3.5 x 28 synergy stent delivery system was advanced to the lesion but was still unable to cross. Several non compliant balloon catheters were used to break the plaque and a 3.5 x 28 synergy, 3.0 x 20 synergy, and 3.0 x 16 promus premier stent delivery systems were used to finish the procedure. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: there were no issues with the tip profile which could have potentially contributed to the event. A visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were no issues noted with the bi-component location relative to the balloon. There was distal stent damage evident, the stent was bunched, raised and misaligned. It was verified via examination that the stent was placed in the correct location during the crimping process as the stent was located between the ro markers. There was no evidence that haemostasis valve was used in a manner inconsistent with the labeled indications. A visual and tactile examination found multiple kinks along the hypotube shaft. There were no spiral twists in the corewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the highly diffused, severely calcified and severely tortuous right coronary artery (rca) with several extremely acute angles. The physician first used a 1.2 x 12mm emerge push balloon catheter to predilate the proximal to mid rca, then used a 1.50mm x 12mm emerge¿ push balloon catheter, but it ruptured upon second inflation at nominal atmospheres. A 2.0 x 12mm nc quantum apex and a 2.5 x 15mm nc quantum apex balloon catheters were then used to predilate the lesion. 3.0 x 24 promus premier¿, 3.5 x 24 promus premier¿, and 3.0 x 20 promus premier¿ stent delivery systems were selected to treat the lesion but all three failed to cross the lesion and resulted in a noticeable flare in the distal part of the stents. Then a 3.5 x 28 synergy stent delivery system was advanced to the lesion but was still unable to cross. Several non compliant balloon catheters were used to break the plaque and a 3.5 x 28 synergy, 3.0 x 20 synergy, and 3.0 x 16 promus premier stent delivery systems were used to finish the procedure. No patient complications were reported and patient's status was stable.